Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported screw was returned for investigation. Visual evaluation of the as returned product identified a fracture on the threads of the screw. The reported device was located on tooth # 19 and was used for an unknown duration. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (uniht) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the abutment screw fractured in the implant and all screw parts were removed. The reported device was returned and the reported complaint was confirmed as visual inspection identified the screw fractured on the threads. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Email address and last name unknown / not provided.

Event description:
It was reported that the abutment screw fractured and all screw parts were removed from the implant.